Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level in the upper 400s mg/dl. It was discovered during troubleshooting that the customer had forgotten to charge their pump battery. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged from the ICU two days later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.